Event description:
X-rays showed postoperative breakage of a helix blade at the blade shaft junction.

Manufacturer narrative:
Add'l info has been requested. Surgeon does not plan to explant device. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.